Event description:
The customer called for help with her contour ts meter. She alleged the she performed control tests and rec'd a result of 15 mg/dl. The normal control range was 102-140 mg/dl. No adverse events were alleged. The customer had disposed of her bottle of control solution, so a new bottle was sent for troubleshooting. No product will be returned at this time.